Event description:
It was reported that a patient underwent a left knee revision procedure to address pain forty-three months post-operatively. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Event date: between january 2014 to october 2016. Medical product: unknown vanguard femoral catalog # unknown lot # unknown; unknown vanguard tibial tray catalog # unknown lot # unknown; unknown vanguard femoral stem catalog # unknown lot # unknown. Report source: italy. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-01993, 0001825034-2022-01996, 0001825034-2022-02000. Biazzo, a., d'ambrosi, r., staals, e. Masia, f., verde, f. (May 2022). Hybrid cementation technique using the new modular system for aseptic knee arthroplasty revision surgery. The archives of bone and joint surgery. 10 (5), 432-438. Https://doi.org/10.22038/abjs.2021.52467.2593. Product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.